Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was suspected that the lead was fractured due to a subclavian crush. The lead was removed and replaced.